Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: no lines through the display screen were observed during testing. The display was clear and legible with no damage observed. The pump cover was removed; no internal moisture was observed. The display screen was fully seated and the latch was fully closed. This complaint was not confirmed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.